Event description:
It was reported that the patient was seen in the emergency room with a syncopal episode. The patient was dehydrated and was now back to baseline. It looked like the patient had suction events in the log files. The patient was receiving intravenous fluids and lab assessment. Doppler blood pressure was 70. Log files were submitted for review and captured no unusual events. The event resolved and the patient was discharged home on stable vad settings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was treated with fluid bolus which resolved the issue. The patient was discharged home.